Manufacturer narrative:
(B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported that following a cryoablation procedure with a polarx balloon catheter and polarsheath, the patient experienced right atrial flutter with palpitations. They performed electrical cardioversion and the event resolved. No further information was provided. The device is not expected to be returned for analysis.